Event description:
It was reported the pt had stimulation, but was unable to charge her ipg with the charger. A new charger was sent to the pt. Attempts to contact the pt to determine if the new charger resolved the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.